Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. Patient described the rash as red, discolored, itchy, and some broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported contacting her doctor who advised her to call the distributor. The medical outcome of the rash is unknown as the patient declined further follow up from the distributor.